Event description:
During the placement of a stent into the right coronary artery, the tip of the guide wire broke off in the artery. The pt was then taken emergently to surgery for removal of the guide wire and coronary artery bypass grafting.